Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture. The lead was explanted and a temporary pacing wire was placed. No patient symptoms were reported.